Manufacturer narrative:
This event was not the result of a system failure. Furthermore, all warning signs regarding ferrous metals were posted outside of the exam room. This event occurred in (B)(6): clinical center of the (B)(6).

Event description:
It was reported that a pt entered the examination room with an electrical wheelchair and was attracted to the magnet. The pt was seriously injured and needed to undergo surgery. The pt's spleen was removed, he suffered a liver rip and fractured ribs as well. The magnet was quenched. It was reported that all warning signs to the exam room were properly in place. This event occurred in (B)(6).